Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was instructed to call back if additional information was needed. No further information was provided by the customer.

Event description:
It was reported that a ventilator lower display had lines through it. There was no patient involvement.